Event description:
It was reported that the arterial catheter swg was bent inside the package prior to entering the supply department. As the product was found at that time, no patient was involved.

Manufacturer narrative:
(B)(4).